Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the needle came off at the suture all 3 times. It was during use on a pt all 3 times. Lot # rcmamu- I haven't begun the process of returning the broken sutures as they have already been placed in the sharps container. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-03453, 2210968-2022-03454.

Event description:
It was reported to the distributor by the customer that the needle came off. Samples are available for return. There were no patient consequences reported.